Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedances since (B)(6) 2020. Currently the impedances measure 125 ohms. At the time of implant impedance measurements were 50 ohms. Technical services recommended performing a shock impedance test, increasing the alert threshold to 150 ohms and to continue to monitor with routine checks. At this time, this rv lead remains in service. No adverse patient effects were reported.